Manufacturer narrative:
During the evaluation, the following were confirmed; due to disconnection in camera unit, the endoscopic image cannot be displayed, painting on plug unit was peeled off and cable unit was depressed. The technical evaluation was performed and a hidden damage at the camera unit is the most possible root cause for the image failure. The reported fault was likely a result of mishandling or wear and tear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd 3cmos camera head had a dark image. The issue was found during preparation for use. There was no patient or procedure involved. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.